Manufacturer narrative:
Product event summary:the full lead was returned and analyzed no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that tissue on the helix is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade, after the left ventricular (lv) lead was screwed into the coronary sinus, it was extremely difficult to move. The lead appeared to be unscrewed but still would not move. A lot of pressure was applied and the lead was able to be removed, at which point white "tissue" was noted at the end of the lead. A new lead was used. The right ventricular (rv) lead was then removed to implant a defibrillation lead. The removal of the rv lead caused a hole in the ventricle. The patient's chest was opened and the hole was repaired. A new rv lead was implanted. No further patient complications have been reported as a result of this event.